Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. The insulin pump had cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and keypad anomaly. The customer's blood glucose reading was 146 mg/dl at the time of the call. The customer stated the keypad was unresponsive. There was no moisture damage or button error present. The customer was advised to return the product for analysis.